Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 200 mcg/ml clonidine at 144.86 mcg/day, 800.0 mcg/ml baclofen at 579.45 mcg/day, 30.0 mg/ml bupivacaine at 21.729 mg/day, and 10.0 mg/ml morphine at 7.243 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that during a scheduled pump replacement on (B)(6) 2015, a kinked catheter was surgically observed. The entire catheter was subsequently explanted and replaced. It was noted that the issue was related to the device or therapy, but not related to the implant procedure. The event was resolved without sequelae on (B)(6) 2015. If additional information is received, a follow-up report will be submitted.